Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shows "out of service", and the user was unable to log in. A technical support specialist (tss) dialed into the station and unchecked the enable "out of service" option under the device settings tab. The customer confirmed that the problem was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es shows "out of service" and user was not able to login. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.